Event description:
It was reported that during a lap chole procedure, the clips were distorted. Unknown how the case was completed. There was no patient conseqence. Four devices to be returned.

Manufacturer narrative:
Into anticipated, but unavailable at this time.